Event description:
Same case as mfg. # 2134265-2010-01503. It was reported that post an unspecified procedure, a restenosis occurred. The lesion was located in a graft in the left upper arm. The ultra thin diamond 8x8mm balloon was advanced to the lesion and ruptured on the first inflation. The balloon detached from the delivery catheter. The detached balloon was retrieved with a snare. The procedure was completed with another of the same device. No further patient injuries or complications were reported. The patient condition is reported as "fine."

Manufacturer narrative:
(B) (4) device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was further reported that the in stent lesion was 80% stenosed and the vessel was not calcified and mildly tortuous.

Manufacturer narrative:
(B)(4).